Manufacturer narrative:
Product analysis the device was returned stuck on a 0.014¿ guidewire, with the hub detached, the outer and inner shafts are stretched, and the balloon detached at the balloon bond, approximately 80mm of the detached balloon was returned, no functional testing could be carried out due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the nanocross 014, deflation difficulties occurred when the balloon would not deflate. A small kink in the catheter was noticed after removal. The procedure was aborted. The target lesion was located in the peripheral arteries, specifically the common iliac artery, superficial femoral artery, and popliteal artery, with an artery diameter of 6mm and calcification present. The vessel was pre-dilated and the device was passed through a previously deployed stent. The balloon was inflated using an inflation device, and deflation was attempted by snaring through a trailblazer. No abnormalities were reported in relation to anatomy, and instructions for use were followed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.